Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient experienced poor performance with device use and subsequently the device was explanted on (B)(6) 2016. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct "explanted date" is (B)(6) 2016, not august 21, 2016 as initially reported. This report is submitted on june 02, 2017.